Event description:
Patient presented to the physician with pain starting from the chest incision site that radiated near the sense lead incision site and around to the back. Physician brought the patient into the or and explanted the entire inspire system.